Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with broken battery tube threads. Unit received missing o-ring (reservoir tube). Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The device was said to have fallen on the floor and damaged the reservoir compartment. The customer's blood glucose level was 74 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.